Manufacturer narrative:
The visual evaluation concluded the hex is fractured at the junction of the hex and abutment body. The prosthetic connection feature is irregular in shape. The irregularities of the prosthetic connection bevel is consistent with the component being modified at the laboratory. The prosthetic connection is not to be modified and is required to be protected during laboratory post processess such as polishing. Implant analogs are recommended to be used for laboratory post processing of prosthetics. Failure to do so can lead to improper/incomplete seating and can subject the hex interface and/or abutment screw directly to occlusal forces.

Event description:
Hex broke off internal abutment.